Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5113508). The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged of tiny black specks easily visible in the air pathway and lung nodules. There was no medical intervention required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported that the patient had alleged of tiny black specks visible in the air pathway and lung nodules. Please note that following further review of complaint information it was determined that there was no actual allegation of harm. The allegations of tiny black specs were against a replacement device. The device is not part of the recall. The reported nodules in lungs were alleged from the original ds1 device and patient mentioned that she never used this replacement device because of the quality issue and sent it back. Therefore, based on information available at this time, the alleged harm of lung nodules is assessed as not related to the listed replacement device in this case (replacement devices were sent back without being used). Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. There was no patient harm or injury associated with this device and no increased risk to the intended user. Based on the information available, it is a non-reportable complaint.